Event description:
I am submitting this complaint regarding ongoing performance failures involving abbott's freestyle libre continuous glucose monitoring systems, including the freestyle libre 3 and freestyle libre 3 plus sensors. I am an insulin-dependent type 2 diabetic who relies upon continuous glucose monitoring technology to make daily treatment decisions involving insulin administration, dietary management, and glucose control. Since beginning use of abbott's libre products, I have experienced a recurring pattern of device failures, including: false glucose readings, significant discrepancies between sensor readings and finger-stick testing, sensor signal loss, sensors failing immediately after activation, premature sensor failures, repeated error messages instructing me to replace sensors, sensors requiring replacement after only hours or a few days of use, devices becoming inoperable before the advertised wear period, repeated failures requiring frequent contact with customer support, these failures have occurred repeatedly over an extended period despite numerous complaints to abbott. The consequences of these failures have been substantial. As an insulin-dependent diabetic, inaccurate glucose readings directly affect treatment decisions and place my health at risk. Over the last three years, I have been treated in emergency departments or hospitalized more than thirty times for complications involving severe hyperglycemia, hypoglycemia, uncontrolled blood glucose levels, and related medical concerns. During many of these events, my blood glucose levels were found to be dangerously elevated despite my efforts to appropriately manage my diabetes. My medical records document a pattern of uncontrolled blood glucose events, emergency medical interventions, hospital admissions, and treatment complications occurring during the same period in which I experienced repeated libre sensor failures and inaccurate readings. In addition to diabetes, I suffer from idiopathic chronic pancreatitis. Periods of uncontrolled blood glucose have complicated management of this condition and have contributed to increased pain, medical treatment, healthcare utilization, and disruption of my daily life. The instability created by inaccurate glucose monitoring has significantly affected my ability to manage both conditions safely and effectively. Over the course of these failures, I have repeatedly contacted abbott for assistance and replacement devices. The following case numbers represent only a portion of my interactions with abbott: (B)(4). Recall concerns: after years of reporting device failures, I became aware that abbott and the FDA had issued recall notices involving certain freestyle libre 3 and freestyle libre 3 plus sensors due to the risk of inaccurate glucose readings. Given my extensive history of sensor failures, false readings, signal loss, premature device failures, and adverse medical consequences, I am concerned that the issues I experienced may be related to broader manufacturing, quality control, or device reliability problems. Supporting evidence available. I possess and can provide the following documentation: medical records, emergency room records, hospitalization records, physician documentation, sensor serial numbers and lot numbers, photographs of failed sensors and error messages, shipment tracking information, customer service correspondence, replacement request records, call logs and case numbers, documentation of glucose management complications associated with device failures. Pt: 1905. Device: 1535, 1581, 2588, 2591, 3023. Ref: mw5189865, mw5189866. This report captures freestyle libre 3 plus #1.